Event description:
The customer reported that they were unable to pace a pt. There was no impact to the involved pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.